Event description:
The customer contacted siemens healthcare diagnostics inc. And reported that there was a barcode mis-read on the advia 2120i with dual aspirate autosampler. A sample was analyzed by the autosampler in rack 30 position 9 and the sample identification number read by the barcode reader was (B)(6). The customer noticed that the previous results for this patient did not match with this run. The customer looked at rack 30 position 9 and it held sample identification number (B)(6). No results were reported to the physician. The sample was not repeated to confirm the results. There are no known reports of patient intervention or adverse health consequences due to the sample identification mis-read.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse determined that the customer was using code 39 without check digit as the barcode type, which can contribute to the barcode mis-read. The fse modified the instrument's barcode parameter to add a check digit. The instrument is performing within specifications. No further evaluation of the device is required.